Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported unsure properly inserted event. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be conclusively determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The battery voltage of all three batteries were measured to be lower than expected. An external power supply was attached to the pod in order to retrieve download data. The pod was successfully downloaded. The shelf mode current (smc) was measured in order to locate the cause of the low battery voltage. The smc was measured to be high and out of specifications. The pcb was removed for inspection. Contamination was observed on the qn3000 chip. It can be confirmed that the observed contamination on the qn3000 chip caused the high shelf mode current and low battery voltage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure cannula properly inserted. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s901usqs8fyf4. Hardware: sm-s901u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (unspecified) and when removed the cannula appeared bent. No specific treatment information was provided.